Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support recommended replacing the pump, and the customer was advised to continue using the current pump until a replacement arrives.